Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was attempting to deploy a taxus express2 8.8% 2.50 x 16 mm drug eluting stent in a predilated 90% calcified lad lesion. The stent delivery was difficult due to lesion crossing. Resistance was noted during the procedure, although it is not certain whether the resistance was noted during advancement or withdrawal. Upon removal of the system, it was noted that the distal stent struts had lifted from delivery balloon making delivery impossible. The procedure was completed with another similar device. No pt injuries or complications were reported.